Manufacturer narrative:
According to the report received by the customer, the first analysis was performed by medical technology östergötland in (B)(4) after the incident: [...] Lah in mjölby, which owns the pump sent it to the medical unit in östergötland for verification. There, discovered nothing wrong with the function of the pump according with the technician, he responds like this; the pump is a crono super pid serial (B)(4), purchased (B)(6) 2011. When I received it was set to 24-hour infusion. I checked the infusion rate / time and occlusion at alarm. All without complaint.[...] (Excerpt translated from the (B)(4) by google translator) once the device was returned, with the aim to verify what was reported by nordicinfu care the following analysis has been carried out on the pump: visual inspection of the pump and its electronic circuits; infusion tests. The pump was analysed by our technical service team, which visually inspected the pump and its circuit board: the analysis did not show any trace of oxidation (for example due to contact with the liquid), nor showed other anomalies such as electronic components flawed or defective welds. Subsequently our technical service team carried out further infusion tests on the device, during which it did not arise any abnormality in the behaviour of the pump. As a premise, by the reports sent to us by nordicinfu care, it appears evident that almost three months elapsed from the incident's date ((B)(6) 2014) to the date in which we were made aware of what happened ((B)(6) 2015): we would like to highlight that this delay doesn't depend on us nor on nordicinfu care, but on the local health care professional team. However, this means that when the pump arrived at our technical service for the analysis it was over its expected life, for this reason the device at the end of the investigation will be dismissed. Our analysis (as well as the one performed by medical technology östergötland in (B)(4)) showed no anomalies in the behaviour of the pump. Moreover, the fact that the pump almost reached its end of life without the need to be serviced or maintained during the whole period on the field is an indication of the high reliability of the device. Given the above, the analyses carried out did not disclose any element that can link the incident to a problem related to an incorrect functioning of the pump. It can be assumed a situation in which for some reason unknown to us the device has not been programmed in the proper way and by setting the lock level, which would have prevented the incident. The patient did not suffer any serious injuries after the administration of the antidote. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,) submission date of this report is over 30 days after the date of the event.

Event description:
As per nordicinfu care report on (B)(6) 2015: "[...] The incident is with crono super pid with sn (B)(4). We got the information march 16, 2015. We have assigned reference number (B)(4) to this report. The patient had a crono super pid 10/20 pump. Was used for morphine and diazepam, via sc route, to the patient in the home or accommodation. The pump would be locked in 10ml syringe and 24h. Programming and locking is done via lah in mjolby. As per their policy, the pump should always be locked. The (B)(6) 2014 used the pump without problems. The (B)(6) 2014, new syringe connected to the same pump, which was done. After 2h notice the staff that the patient is difficult to wake. Full syringe (10ml) then has gone in to 2h. Still unclear whether failed and the infusion time the pump was on, and if it was locked. The pump is controlled by mto (medical technology otergotland) and they find nothing wrong. [...]" By following report, we were made aware of the following: [...] The pump was unknown reason unlocked when the nurse put the syringe with a new daily dose for 24 h. The nurse did not discover this after which the dose that would have gone in at 24 hours went in at about two hours. Somehow, nurse or other person accessed the settings on the pump. [...] Moreover, we were made aware that the patient did not suffer any serious injuries, since he received an antidote after 15-20 minutes.